Event description:
It was reported that the left ventricular lead exhibited a capture anomaly and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.4 cm to 4.9 cm from the distal end. The redundant conductor insulation was intact.